Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a leak at the connection between an unknown transfer set and the patient line of a homechoice automated pd set with cassette. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected during the time of the event. The caregiver (cg) stated that the connection between the patient line and the transfer set was loose. The technical service representative assisted the cg in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.